Event description:
While flushing lumen and attempting to draw labs noticed leaking from the catheter. Blood dripping from extension leg where clear extension leg of PICC (peripherally inserted central catheter) meets plastic hub that needleless connector attaches to. Patient with 4fr dual lumen bard small vein powerpicc. Crack was noted where leaking was described. Extension leg cleaned thoroughly with alcohol, wrapped in gauze with antiseptic agent at break site. PICC clamp engaged above break as well as green hemostat over gauze. Consult placed for PICC rewire.